Event description:
(B)(4). Continuous bleeding - not a period. And has be ongoing for 14 days out of the blue. Had a dr. Visit today, she referred me to a gyno - we'll see what that leads to. My devise - I was pressured into getting essure by my doctor instead of a tubal sterilization. The day of the procedure I was admitted to the ER. I had intense vaginal bleeding, so much that I needed 2 bags of platelets I had (B)(6) at the time of the procedure.